Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a piece of zip tie found inside 10ml sterile water syringe that came in foley tray kit. Syringe was removed and replaced with new water syringe.

Event description:
It was reported that a piece of zip tie found inside 10ml sterile water syringe that came in foley tray kit. Syringe was removed and replaced with new water syringe.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging), sterile water syringe. Visual inspection of the sample noted that there appeared to be a piece of a zip-tie inside the syringe. This does not meet specification which states "product /assembly must be free from visible loose or embedded foreign matter". A potential root cause for this failure mode could be ¿no follow up to cleaning procedure in the production areas". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "intended for use in the drainage and or collection or measurement of urine. Generally drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements in critically ill patient use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.